Event description:
It was reported that in central processing, frayed wires were identified on the maryland bipolar forceps instrument. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the grip cable frayed at the distal yaw pulley. Other cables at the wrist were not damaged. An additional observation not reported was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the indentations were likely due to mishandling / misuse. Additional observation not reported was the bottom bipolar pin was bent upward towards the top pin. The chassis was not broken. Failure analysis concluded the bent pin was likely due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional finding was various scratches on the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable and the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.